Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device. The patient was vomiting, dehydrated while the cgm was displaying 188 mg/dl. They went to the hospital with their parent and at the hospital, a bg finger stick by the healthcare personnel (hcp) was 575 mg/dl. The patient's parent did not check a corresponding cgm value during this time. The patient was admitted to intensive care unit (ICU), given medication and hydrated with IV fluid. The parent did not recall names of medications given. The patient remained at the hospital for 2 days. After his condition stabilized, he was discharged home, and at the time of the report, was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.